Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-01363 and 2134265-2011-01364. It was reported that during a percutaneous coronary intervention treatment procedure catheter removal difficulties occurred. The 99% stenosed lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. Vascular access was obtained via the right femoral artery. A non bsc guide wire was advanced across the lesion. Next, a 1.5mm x 12mm apex flex balloon catheter was advanced with ''a little force'' across the lesion. The apex balloon was inflated once and deflated. As the physician attempted to removal the apex balloon catheter, removal difficulties were encountered, however, the physician was able to remove it. The physician advanced a 300cm kinetix guide wire for support. Next, another 1.5mm x 12mm apex flex balloon catheter was advanced over the kinetix guide wire. The physician noted that the kinetix wire was sticky and when the physician attempted to remove the apex balloon catheter from the kinetix guide wire, the apex balloon catheter was stuck to it. The physician removed both devices from the patient as a unit. A 2.5mm apex balloon was advanced over the whisper guide wire to complete the case. No patient complications were reported and the patient's status is ok.